Manufacturer narrative:
On 5/7/2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for patient's deflated implant side with capsular contracture issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for patient's deflated implant side with capsular contracture issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/25/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 3/3/2020, mentor became aware that date of surgery has been move to (B)(6) 2020. Hence, field d7 (explantation date) has been updated to (B)(6) 2020 on this form this supplemental report is for patient's deflated implant side with capsular contracture issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and capsular contracture bg IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6) female patient underwent unspecified breast surgery with a 310cc mentor smooth round high profile on both sides and was presented with bilateral breast implant deflation. On (B)(6) 2020, mentor became aware that patient is experiencing unknown side capsular contracture bg IV, hardening of the breast distortion of the shape, pain, discomfort and deformity. As a result, the devices will be explanted on (B)(6) 2020. This report is for patient's deflated implant side with capsular contracture issue.